Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the evening post cryo ablation procedure, the patient complained of severe nausea, and multiple episodes of emesis. Additionally, the patient also complained of intermittent colicky, non-radiating, and diffuse abdominal pain. The patient was made nothing by mouth (npo), and an x-ray of the abdomen suggested paralytic ileus. A bowel protocol was administered, and intravenous medications were also given. The patient had an extended hospitalization and the symptoms resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.